Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch veriopro meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue with the meter started on ¿(B)(6) 2015, at 10:00 pm¿ when the patient tested his blood glucose levels and obtained an alleged inaccurate high result of ¿14.7 mmol/l¿. The patient manages his diabetes with insulin (self-adjuster). The reporter alleged, as a result of the reading the patient obtained, the patient increased his insulin dose by ¿2units¿. She reporter alleged, approximately 11 hours later, at 8:42 am on (B)(6) 2015, the patient ¿was feeling hypoglycemic symptoms¿ of ¿restlessness, conscience disturbance, unable to focus¿ so he conducted a blood glucose test and obtained a result of ¿7.3 mmol/l¿ with the subject meter. The emergency medical services (ems) was contacted and the reporter alleged that a blood glucose result of ¿2.8 mmol/l¿ was obtained on the ems meter at 8:52 am. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. The reporter alleged that the patient ¿was taken to hospital where they gave him sweet water as treatment. He felt normal after¿. The reporter also indicated that a ¿laboratory test was done in hospital and the result was 8.8 mmol/l¿. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, he had used the correct testing technique and his test strips had been stored correctly. However, the reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered increased medication based on the alleged result and reportedly developed symptoms of severe hypoglycemia which required intervention by healthcare professionals, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/06/2015).the patient¿s meter has been returned on 6/16/2015 and evaluated by lifescan product analysis on 6/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/17/2015). The patient¿s test strips have been returned on 6/4/2015 and evaluated by lifescan product analysis on 6/4/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.